Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a representative reported troubleshooting performed involved the physician wiping and reconnecting the extension and ins a couple of times. No other interventions/actions were planned at the time. There was no information on if the high impedance had resolved, and the cause of the high impedance was not determined.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, implanted: (B)(6) 2016, product type: lead. Product ID: 3708660, implanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
A manufacturer representative reported a consumer was implanted due to parkinson¿s disease. At a post-implant procedure, impedance of #2 and #3 on the left side was high as a result of impedance measurement. Device settings were noted as 1v, 60 us, 130 hz, unipolar, c+, and 1- and 2- were attempted. It was noted that there was possibility to cause high impedance right after leads, adaptors, and devices were connected. The inss and adaptors, the adaptors and leads were disconnected once respectively to wipe cleanly. Connection was attempted four (4) times, but the high impedance persisted. The system was implanted as the issue was light level high impedance without fracture. The issue was noted as resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.